Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect following two eye surgeries. The surgeries involved the use of ultrasonic technology. The pt stated that the implanted neurostimulator was turned off for both surgeries. The most recent surgery occurred on (B)(6) 2011. On (B)(6) 2011, the pt woke up with return of symptoms. The pt saw her neurologist on (B)(6) 2011 and was told her settings were turned down "a notch". The pt's symptoms returned again on (B)(6) 2011. It was also noted that the neurologist stated that after the device settings were increased using the pt programmer, the increase did not display on the clinician programmer. Additional info has been requested, but was not available as of the date of this report.